Event description:
It was reported that shaft break occurred. A 2.25 x 28 synergy ii drug-eluting stent was advanced for treatment. However, when introducing the stent in the guide catheter, the shaft was broke and was trapped inside the guide catheter. The device was removed and the procedure was completed with another of the same device. No further complications were reported.

Manufacturer narrative:
A synergy ous mr 2.25mm x 28mm stent delivery system was returned for analysis. A visual examination of the stent found no stent damage. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a shaft break 73.0 cm distal to the distal end of strain relief and multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found multiple shaft polymer extrusion kinks. An examination (visual and via scope) of the tip found no issues. No other issues were identified during the product analysis. Device codes corrected.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 2.25 x 28 synergy ii drug-eluting stent was advanced for treatment. However, when introducing the stent in the guide catheter, the shaft was broke and was trapped inside the guide catheter. The device was removed and the procedure was completed with another of the same device. No further complications were reported.